Manufacturer narrative:
Philips service suspected ups batteries and advised the customer to troubleshoot. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system shut down during a power blip, requiring a reboot on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.